Event description:
Affiliate reported that the device was implanted on (B)(6) 2012 and set to a pressure setting of 5 pre-operatively and placed in the correct position. The next day, patient was not better so valve was rechecked. At each stage, no readings were completely random. Three health care consultants who have all used this valve before were all unable to get any reliable readings. Patient returned to theatre on (B)(6) 2012 for removal of valve and change to an alternative valve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a tear was found in the silicone housing around the siphon guard. It is not known if the tear occurred during the implant or explant of the device. When tested, the device passed all tests. The root cause of the problem could not be determined. It is possible that the problem could have resulted from the tear in the silicone housing or from the use of the tms. This however could not be confirmed. The instructions for use warns health care users to use extreme care as silicone has a low tear resistance. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a tear in the silicone housing around the siphon guard. It is however unclear if the tear occurred during the implantation or explants of the device. It is also not known if the device came in contact with the edge of a sharp instrument, which caused the tear. The instructions for use warns health care professionals to use extreme care when handling silicone as silicone has a low tear resistance. The root cause of the problem reported by the customer could not be determined, as the valve programmed and the settings were correct per the programming unit. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.